Event description:
A lawsuit alleged that the patient died and that "the immediate cause of death was a myocardial infarction, a condition which the implantable cardiac defibrillator and defibrillation lead were designed and manufactured to prevent". Another allegation from an attorney indicated the patient is deceased. Information identified in the manufacture's data base indication the patient died approximately five months post the implant of the implantable cardiac defibrillator and lead.

Manufacturer narrative:
Initial legal comment report with a (B)(6) 2008 alleging the lead caused the death with a notification date was evaluated and assessed to be not reportable incorrectly in 2008. The initial 3500a was cancelled. The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.